Manufacturer narrative:
Related: MFR #1038671-2024-01932 report 1 of 2. Additional manufacturer narrative- report 2 of 2. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak device on the left knee and then approximately 9 years, 7 months later the patient was revised. It is stated the patient has suffered the following injuries and complications: joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, device failure necessitating painful revision surgery. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
1038671-2024-01932 h6: corrected health effect clinical code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, limited range of motion, loosening and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.